Event description:
It was reported this r-port was placed on 2/5/97 for chemotherapy administration. Approx 12 minutes post placement the catheter was found to have separated and migrated to the pulmonary artery. Retrieval utilizing a snare was successful. Another port and catheter were placed without incident. The pt's condition is good. The device has been destroyed by the uf, therefore, no failure analysis is available. The port was in place for approx 12 months and no difficulty was encountered accessing the device prior to this incident. User technique during placement, access, subsequent motion and/or fatigue may have contributed to this event. Co's directions for use for this product state: "when introducing the catheter, using a percutaneous approach into the subclavian vein, care must be taken to avoid passing the catheter between the clavicle and first rib. Doing so may result in pinching and or shearing of the catheter. Use 10 ml or larger volume the higher the pressure that can be generated. Do not exceed 40 psi...improper assembly may result in catheter damage, leakage, or possible disconnection. When properly assembled, the r-port's locking collar should be fully engaged into the outlet groove and catheter should be visible through the locking collar."